Event description:
Hardware from previous distal femoral replacement was exchanged due to infection present.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted: 3013450937-2023-00339, 3013450937-2023-00341, 3013450937-2023-00342.

Manufacturer narrative:
It was reported by (B)(4), an onkos sales representative, that a 53-year-old female patient who was suffering from an alleged infection, underwent a revision surgery to washout the eleos distal femur replacement on (B)(6) 2023. All inspection and manufacturing data was reviewed for the device lots listed in the table above; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of previously implanted eleos implants. The following mdrs are related to this adverse event. 3013450937-2023-00339. 3013450937-2023-00340. 3013450937-2023-00341. 3013450937-2023-00342.

Event description:
It was reported by s. Steinert, an onkos sales representative, that a 53-year-old female patient who was suffering from an alleged infection, underwent a revision surgery to washout the eleos distal femur replacement on (B)(6) 2023.